Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
H11 correction: the conclusion statement below should have been included in the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.